Event description:
The user experienced ongoing ion selective electrode (ise) issues and received questionable results for one patient sample. All results are in mmol/l. The initial results for the lithium heparin plasma sample were sodium 151, potassium 4.5 and chloride 118 which were reported outside of the laboratory. The sample was retested on a different modular instrument after a review of the elevated patient results. The repeat results from the same primary tube were sodium 138, potassium 4.0 and chloride 107. The retest results were deemed to be correct and a corrected patient report was issued. The patient was not treated or adversely affected based upon the erroneous results. The sodium electrode lot number was k05, the potassium electrode lot number was s34 and the chloride electrode lot number was u30. The field service representative determined there was a problem with the ise syringe assembly and replaced it. To verify the analyzer operation, he ran precision testing and the user ran patient correlations.

Manufacturer narrative:
Further investigation could not find a specific root cause. It was noted that since the replacement of the ise syringe, the ise module continued to operate normally. It was assumed that some air bubbles coming from the syringe were disturbing the ise measuring channel and the problem was solved by the replacement of this syringe.